Event description:
A peritoneal dialysis pt has reported that the tubing connection to his pd catheter is leaking when he was disconnecting from treatment. Pt states that he usually connects himself but his wife hooking him up for this treatment so he is not completely sure if it was connected properly. Prophylactic antibiotics were administered as a precautionary measure. Pt reports no ill effects, effluent has remained clear. She goes on to report that the pt has had numerous low blood sugar episodes leading to confusion resulting in self contamination of pd treatments. Peritonitis has happened as a result of contamination episodes and he has been transitioned over to hemodialysis. There is no sample available for evaluation.